Manufacturer narrative:
Insulin pump was received with cracked lcd glass, scratched display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a cracked lcd display screen. The customer fell on the pump which may have caused the cracks. Standard troubleshooting was performed. The customer's blood glucose levels are unknown. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.